Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no report of patient involvement. The unit was returned to the manufacturing site for investigation. The unit was tested, and the output was found to be high to specification. During the investigation, it was noted that there was a fault with the rotary valve. Investigations of similar valves determined that it has been subjected to scratching of its sealing face. Previous investigations found some deva material contained areas of larger deposits that could be removed. No foreign material was found to determine the cause of the scratch. The device material supplier has since been changed. The new material contains a better homogeneous surface and has been reported to be easier to machine. The valve was made prior to implementing the new supplier.